Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection on competitive productive. The patient was implanted with a temporary pacing lead until the existing infection cleared. The temporary lead was not seated well into the header of the competitor product and exhibited loss of capture. No patient complications have been reported as a result of this event.